Event description:
On (B)(6), 2010, this patient was being treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk-ipsilateral leg component was deployed without issue; however, the physician was not able to cannulate the contralateral gate. After repeated efforts using a snare and different approaches under fluoroscopy, the physician chose to perform an aui. Two aortic extenders were implanted to seal off flow from the contralateral side. All blood flow was redirected to the ipsilateral limb/side. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use, the aortic endoprosthesis is intended to be used after deployment of the gore excluder aaa endoprosthesis. This extension is intended to be used when additional length and / or sealing for aneurysm exclusion is desired. Please note additional devices used in the unplanned aui (B)(4).